Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a loose connection between the transfer set and patient line of the homechoice cassette. No damaged was noted with the sets. This occurred during dwell five of six of peritoneal dialysis therapy. Renal therapy services (rts) assisted with ending therapy and reviewed proper procedures. It was further reported that the transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.